Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to noise resulting in pacing inhibition. No device details are available. Received voluntary anonymous medwatch report, mw5175244. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).